Event description:
Per oos, this system was removed because the pt. Had mrsa. It will not be returned to binc. Also removed: lumax 340 dr-t, MDR 1028232-2008-00229 selox jt 53, MDR 1028232-2008-00230 kentrox sls 65/16, MDR 1028232-2008-00231.